Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity console (c7000) was evaluated: device history record (DHR) - the DHR was reviewed, and no anomalies were observed during manufacture or packaging that could be associated with the complaint incident. Failure analysis - the reported failure "touch screen failure" was confirmed during field service. Root cause - a corrective and preventative action (CAPA) is currently open relating to frozen screen on clarity consoles and the root cause is under investigation.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 4 reports for the console (B)(6) used in surgery on (B)(6) 2025, and linked to mfg report nos: 3006697299-2026-00002, 3006697299-2026-00004, 3006697299-2026-00005. A facility reported multiple touchscreen malfunctions were reported on two consoles, (B)(6). The touchscreen intermittently froze during surgical procedures, preventing the operator from adjusting settings. The failures occurred across multiple patients and multiple procedures. A temporary recovery was consistently achieved by turning the device off and on, which restored touch functionality for a limited period. Both consoles were used alternately depending on which one was functioning at a given moment. The issue experienced by the customer led to increased surgery time of approximately 45 minutes. However, the surgeries were continued and completed in the manner described above.